Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the unit had a cuff inflation/deflation issue wherein the cuff leaked. The customer reported that patient had to be reintubated.